Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting more quickly. The customer¿s blood glucose level was not impacted. The customer declined to perform troubleshooting for the reported issue.